Manufacturer narrative:
Analysis was unable to confirm the customer comment of "stylus could not be calibrated" as no stylus accompanied the return. The unit passed its incoming testing and a stylus was installed and calibrated to the touch screen. Analysis was unable to replicate the customer comment of the unit powering down, however it was confirmed through an "overheat" message found in the logs and the micro processing unit was replaced and the hard drive reimaged as a result and software was also reloaded and updated. Analysis confirmed the customer comment of broken doors, there were broken latches tabs on the power cord bay and the media bay door was broken, both doors were therefore replaced. The power supply was also noted to be noisy and it was therefore replaced. The unit passed its final functional and system tests and no other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. It was also reported that the programmer powered down two or three times due to heat. It was also reported that the sided door and back door were broken. The programmer was returned to service. No patient complications have been reported as a result of this event.